Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and the cine bridge board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported the cine images were uninterpretable. There are no reports of patient injury or death associated with this event.